Event description:
Related manufacturer report number 2017865-2022-45934. It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the rv noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. During a remote follow up, noise resulting in oversensing was again noted on the rv lead following the reprogramming. Additionally, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected rv and ra lead damage, however, diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted again, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.